Event description:
The device was used during a thoraco lung partial resection. Reportedly, the device cut but did not staple. A re-operation was performed as a post-operative x-ray confirmed a component had disengaged from the device.